Manufacturer narrative:
The device was received for evaluation containing approximately 20ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time of 48 hours, a small amount of solution remained in the device. The device had been filled with 2700mg fluorouracil and 100ml sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.